Event description:
Pt on ventilator, with pip setting @ 17. Pt taken off ventilator for suction with no problems. Pt placed back on ventilator after suction. After ten minutes, pt's blood pressure & oxygen saturation decreased. It was not immediately apparent why this occurred. Upon examining the ventilator, the setting of the pip knob was 30. Rn/rt adjusted ventilator back to pip = 17 and baby weaned to normal oxygen within 20 mins. Further examination of the vent showed the pip knob had been bumped inadvertently adjusted. The ventilator has no upper pressure limit and the pip knob has no guard protecting pip knob.